Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm debakey forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additional observation not reported by site: the instrument was found to have multiple indentations on the edge of the distal idler pulleys. There were no pieces missing.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm debakey forceps instrument wrist cable broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary observed. The issue occurred during a mitral valve repair. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening or closing the grips, to left and right (yaw) motion of the grips or up and down (pitch) motion of the wrist. One cable, which is controlling the opening and closing of the jaws, was visibly protruding from the distal end of the instrument. No fragment fall inside the patient's anatomy. No video or photographic images of the devices are available of is review.